Manufacturer narrative:
The device is expected to be returned but has not yet been received.

Event description:
It was reported that the tubing separated between connections during priming with heparin saline. There was no patient involvement reported. No additional information is available at this time.

Manufacturer narrative:
Additional information: the device was received for investigation on 10/11/2019. The reported breakage of the connections was confirmed by the investigation. One (1) sample transpac® IV monitoring kit with safeset¿ reservoir was received. The dimensions of the male and female luers have been checked and the specifications have met the iso standards. Visual examination tells us that the uv adhesive bonds on the male and female luers are not cured, resulting in the disconnection. The probable cause of the disconnection is due to a manual assembly error during manufacturing. A device history review (DHR) for the reported lot was conducted and relevant commodities were reviewed, there were no non-conformances found that would have contributed to the reported complaint.